Event description:
A malfunction alarm was reported, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which they acknowledged and understood.